Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to headache. The patient was re-implanted with a new cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on november 11, 2022.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on december 9, 2022.